Event description:
The customer reported that on (B)(6) 2011 erroneous low platelet (plt) results were generated on a unicel dxh 800 coulter cellular analysis system for a single surgery patient sample with blood loss. A suspect message for cellular interference and a review flag for the complete blood count (cbc) results was generated, however no instrument generated review flag was generated for the plt result. An operator configured "action limit low" flag was generated for the plt result. The specimen was repeated on the same instrument and a similar low plt result, with corresponding suspect flags, was obtained. The erroneous plt results were reported outside of the laboratory and were questioned by the physician. There was no death, serious injury or affect to patient treatment associated or attributed to this event. The specimen was repeated two hours later on a second unicel dxh 800 coulter cellular analysis system and higher plt results were obtained and considered valid. A corrected report was issued. A manual platelet count confirmed the higher repeat instrument results for the plt parameter. Small plt clumps were noted in the manual count sample. The sample was fresh and immediately analyzed after being received from the surgery room. The specimen was not checked for clots. Beckman coulter inc. Labeling indicates that misleading results can occur if specimens contain clots. Definitive patient demographic information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched. Beckman coulter inc. Assessment of customer supplied data indicated that the instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this event and recovered within assay limits. This was not a calculation algorithm related issue. Root cause for the erroneous test results is unknown. There were instrument generated flags to alert the operator to review cbc results. As part of a retrospective review, this event was determined to be reportable.